Manufacturer narrative:
Related complaint (B)(4). One device was received for investigation. Pump didn't give 1000 ml in 13 hours like it should because the pump isn't working all 13 hours, device was stopping every few minutes due to an occlusion alarm. The investigation also found that the date and time were incorrect. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was programmed to infuse 1000 ml in 13 hours but delivered only about 800 ml after the set time. The date and time are incorrect in the pump. The pump's recorded date when the incident occurred was the night between (B)(6) 2025 and (B)(6) 2025, however the actual event date was (B)(6) 2025 and (B)(6) 2025. The time in the pump is also offset by 1 hour and 42 minutes backwards. There was patient involvement, but the patient has not suffered any harm.